Event description:
The customer reported a leak inside the coulter act diff 2 analyzer. The customer indicated that a few drops of liquid leaked and the leak was not contained within the instrument. The customer was wearing gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the probe wipe was not moving all the way down. The fse realigned the probe wipe vertical sensor flag to resolve the leak. Repair was verified per established procedures and results met published specifications. Results: failure mode of the event is attributed to a misaligned probe wipe vertical sensor. (B)(4).